Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date. Event date not provided.

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.